Manufacturer narrative:
Date returned to mfg - may 28, 2020 one used spinning spiros from list #ch3589 (lot# unknown) was received and visually inspected. As received, the ch3589 spinning spiros exhibited an unrestricted spin feature rotation, clean shear tab breaks in the rotational direction as designed, and no spline damage. No syringes were returned. The spiros was functionally tested and met product performance specifications. A leak test was also performed and no leakage or disconnections occurred. The reported complaint of a disconnection resulting in a leak could not be confirmed or replicated.due to a system limitation, the date is inadvertently marked as 5/8/2020 for this supplemental emdr. The correct date is 6/8/2020.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved an oncology kit w/spinning spiros® w/red cap; c-clip; priming cap. Once the zinecard was finished, a new spiros was attached and a new hazardous syringe tubing was primed. When screwing on the daunorubicin syringe, the spiros fell off, which caused the chemo to splash on the ground. A little bit of the chemo had gotten into the syringe and started to flow into the line pulling air behind it. It was reported that the clinician was holding the syringe upright so it stayed clean and did not lose the chemo. When reprogrammed, the pump indicated there was 7.7 ml left in the syringe which was originally 8 ml. The chemo was double-checked and calculated that it was still within 5 percent of the original dose so the infusion was continued.